Event description:
It was reported that the left ventricular (lv) lead exhibited high threshold and measured high impedance. X-ray suggested the lead may have moved. The lead was reprogrammed to low the output and it remains in use. No patient complications have been reported asa result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the lv (left ventricular) pacing lead was beyond the expected upper range. It also indicated the impedance trend on the lv (left ventricular) pacing lead was rising, and that pacing capture threshold in the lv (left ventricle) was high.

Event description:
It was additionally reported that the lead was suspected of a fracture.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.